Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and when recovering pockets were failed. A field service engineer removed the back panel, reseated the row board cable, and adjusted the retractor band cables, rebooted the application, after which all pockets were detected. The customer successfully inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was recovered and all pockets were failed and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.